Event description:
It was reported the device lost all telemetry and pacing functions suddenly. In addition, a por was registered. The patient presented with an intrinsic rate of 70 beats per minute. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is included in the field advisory for this model and analysis findings were consistent with the advisory. Evaluation summary preliminary testing found the device had reached eri (elective replacement indicators). Further analysis found fractured battery bond wires. It was reported the device lost all telemetry and pacing functions suddenly. In addition, a por was registered. The patient presented with an intrinsic rate of 70 beats per minute. The device was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure wire device was out of specification in a manner that relates to event interrogate, difficult to pace, failure to reset, failure to.